Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. A direct correlation between the device and the patient¿s infection could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2021 06:44:17 through (B)(6) 2021 09:30:40. Elevated power events watts were captured on (B)(6) 2021, and (B)(6) 2021. Power reached as high as 12.0 watts and the estimated flow reached 12.0 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A computed tomography angiography (cta) of the patient¿s outflow graft was submitted which was unremarkable and showed no signs of extrinsic obstruction. The patient matured a blood culture with gram negative rods (achromobacter xylosoxidans) and was put on intravenous (IV) antibiotics. Per the customer, a specific cause for the power and elevation was not determined. The patient otherwise stable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2021. No product is available for investigation. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 03dec2020. The heartmate ii lvas IFU provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". This IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous pump exchange and clot were reported under MFR# 2916596-2021-01691. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for heparin bridge for subcostal wound exploration later that week. It was noted that there were higher flows and powers on interrogation, which was new since end of (B)(6) 2021. There were no lvad (left ventricular assist device) alarms. Mean arterial pressure (map) of 70, lactate dehydrogenase (ldh) was okay. The international normalized ratio (inr) had been okay. The log file for patient contained pi (pulsatility index) events as well as routine power source changes. All pi events will cause the hmii (heartmate ii) vad speed to drop to its low speed limit, which was set at 9200rpm. Additionally, the data that was reviewed showed a few power elevations above 10 watts as well as an increasing trend in power/flow and a decreasing trend in average pi over time. As of (B)(6) 2021, patient was still having multiple pi events and the data logger changed to hourly. It was still observed an intermittent elevated power, low pi and elevated flows. Computed tomography angiography (cta) of the chest showed a bend in outflow graft but reviewed with operative surgeon, and stated that this was a stable finding. Hemoglobin was stable, urine yellow, ldh stable at 201. Echocardiogram showed ongoing left ventricle clot on the inferior lateral wall of the left ventricle. The position somewhat changed from prior in (B)(6) 2021 when patient had a pump exchange on (B)(6) 2021. There was no data on inflow velocities or outflow velocities on the echocardiogram. The log file noted several power/flow elevations throughout the event history. Additional information about the wound exploration stated that the procedure was a superficial incision exploration. On (B)(6) 2021 there was no thought to be deep or involve the pump or pump pocket. There was no bacteremia and there were no low flows. Patient had high flows and high power spikes. The site had not definitively decided on the cause of the pi events or the high flow/high power spikes. As of (B)(6) 2021, patient was still having multiple pi events and the data logger remained hourly. Patient was still seeing intermittent elevated power, low pi and elevated flows. Hemoglobin was stable, urine yellow, ldh stable at 183. Patient had matured a blood culture with gram negative rods( achromobacter xylosoxidans) and was on IV (intravenous) antibiotics. Patient remained hemodynamically stable with no fever and map in the 70-80s. The log file continued to capture power/flow elevations since the analysis from the day before. Additional information on (B)(6) 2021 stated patient was having elevated flow and powers with no signs of hemolysis. Patient has known moderate aortic insufficiency (ai). Log files continued to show intermittent elevations in power & flow.